Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator message. The patient lost stimulation and as a result, may undergo surgical intervention to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient, device, and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.